Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to a cholesteatoma infection. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2014.

Manufacturer narrative:
(B)(4). The report is filed on (B)(6) 2014.